Event description:
It was reported to covidien in 2008, that a customer had an issue with a vistec sponge. The customer stated that the vistec is shredding when they are in surgery. When the vistec is taken out of the packing, it shreds. This happened during a surgery procedure.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.